Manufacturer narrative:
(B)(4). Batch # r58h44. Investigation summary: the analysis results found that one ec60a device (b) was returned with the anvil bent upwards and with an ecr60d reload not loaded on the device. The reload was received partially fired 2/3 with the cartridge deck damaged. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the radical gastrectomy for gastric cancer, could not fire. Changed another reload, still could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.